Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was damaged. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the returned battery cap threads were found to be stripped and the cap was not able to be secured appropriately to the pump. A test battery cap was used to complete all pump testing. (B)(6).